Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a representative, healthcare provider, and consumer regarding a patient receiving intrathecal dilaudid via an implanted pump system. The patient stated they had a refill performed in (B)(6) 2015, and they did not remember making it home. Their mother found them unconscious on the floor. They were taken to the hospital where they spent nine days in the intensive care unit (ICU). They did not remember anything from the nine days. During the refill the physician increased the dose from dilaudid 8 mg/day to dilaudid 12 mg/day. A doctor decreased their dose while they were in the hospital to dilaudid 4 mg/day, and they immediately felt better. The patient wanted to have the pump removed due to this event, and they met with their healthcare provider to have the pump removed. They were instructed by their physician to first decrease the dose of daily dilaudid. According to the doctor that performed the refill in august, the patient "was not increased at that specific refill", and they had been steady on dilaudid 11 mg/day for the past few refills. The patient's status at the time of the report was alive with no injury. No surgical intervention occurred, and none was planned.

Event description:
Additional information was requested to determine what diagnostics, actions, and interventions were taken to resolve the patient being unconscious and in the ICU. The cause of the reported symptoms were also requested.

Event description:
Additional information later received reported that the patient was in the ICU for one day and then in a rehab facility for 10 days due to malnutrition and deterioration. The pump was turned down by 10% to make sure that it was not causing any issues, but the patient remained the same. Per the healthcare provider's office the issue was not at all related to the pump but the patient was given a feeding tube for 36 hours and on fluids for much of her time in the rehab facility. The patient has been doing fine since. Per the reporter the patient just does not take care of herself.